Manufacturer narrative:
It was reported that the device was in use at the time of the event. No patient or user harm was reported.

Manufacturer narrative:
The customer was transferred to parts for a replacement flow sensor assembly due to solenoids. The service history record was reviewed and showed that the customer was provided with a quote and was accepted. It was also noted that the customer reported that the issue was resolved. Attempts were made to obtain the repair and operational status, but no response was provided. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device was alarming auto pressure sensor fail. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer advised 1109 error was in the significant event logs. The customer stated that the flow sensor was replaced a few weeks ago. The rse advised caller to check the pins between the da pcb and the solenoids.